Event description:
A malfunction was reported on the pump with a malf 16 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.